Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set would not prime. The reporter stated that an empty syringe was needed to force prime the line by attaching the syringe to one of the y-sites of the IV set. Normal saline (500ml) was used to prime. There was no patient involvement. No additional information is available.